Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 771 mg/dl. Customer went to the emergency room (ER) for heart palpitations and elevated bg. Customer was treated with intravenous fluids and humalog/lantus insulin. After 4 hours, customer left the ER; bg was still moderately elevated (359 mg/dl). Customer did not clarify if heart palpitations were related to elevated bg. The next day, elevated bg (over 600 mg/dl) continued and correction boluses were delivered. Ketones were elevated and considered as being dangerous by a healthcare provider. Customer alleged pump was the cause of the elevated bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Customer acknowledged. Recommendation was made for customer to discuss elevated bg with a healthcare provider. Although multiple attempts were made by tandem technical support to confirm if heart issue was related to elevated bg, customer did not reply.